Manufacturer narrative:
Vyaire complaint number (B)(4). The sample was returned for evaluation. The vyaire medical failure analysis technician was able to duplicate the reported issue. Cause was identified as failed transducer pt802. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced "xdcr fault", "low pip", " and "low ve" alarms. The event log also recorded "xdcr fault occurred". A transducer test was performed and "exhl diff: 35 failed". The patient was moved to a different ventilator. The customer advised there was no patient harm associated with this event.